Event description:
It was reported that the preloaded multifocal toric intraocular lens (iol) was explanted from a patient's right eye due to halos and glares. The explanted lens was replaced with a non-johnson & johnson lens of 19.5 diopter. It was noted that the lens will not be returning as it was discarded. No further information was provided. The patient had bilateral lens implantation. This emdr pertains to the patient's right eye. A separate report will be submitted for the left eye.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between nov 6, 2024 and jul 8, 2025. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.